Event description:
(B)(4) clinical study. Same patient as 2134265-2011-05139. It was reported that during a coronary artery stenting treatment procedure, the balloon catheter balloon placement difficulty occurred. The lesion being treated was located in the proximal left anterior descending artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilation using a 3.50 x 15 mm maverick-2 balloon. This balloon tended to watermelon seed either forward or backward but it finally held up well with a good result. Then a 3.50 x 20 mm taxus stent was deployed with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).